Manufacturer narrative:
Unable to confirm the complaint. No patient identifier, lot number or catalog number was provided. Therefore unable to determine the patient specific instrument that was used during the surgery. Should additional information become available that allows for an investigation to be performed, an amended medical device report will be filed.

Event description:
It was reported that the patient underwent surgery with patient specific instrumentation. Patient had a revision surgery.

Manufacturer narrative:
Should additional information become available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
It was reported that the patient underwent surgery with patient specific instrumentation. Patient had a revision surgery.